Event description:
It was reported that the customer was hospitalized due to being in a car accident. Customer stated that was driving and the sensor was reading high glucose of 19 mmol/l and customer was treating with insulin bolus every 4 to 5 minutes. He then passed out and crashed. The paramedics told the customer that the blood glucose was 2 mmol/l. Customer was hospitalized. Blood glucose at the time of the admission was 2.7mmol/l. During troubleshoot; the customer stated that the drive support cap appears normal. Customer did not receive no delivery alarms. A motor error alarm was showing in the history. Insulin pump passed the displacement test and self test. Customer discharged on (B)(6) 2014. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.